Event description:
Customer reported that she was hospitalized 16 times in the last 8 weeks due to high and low blood glucose. Customer stated that the blood glucose readings at the time of hospitalization were from 26 to over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.